Event description:
Patient's mother contacted dexcom technical support on (B)(6) 2014 and claimed that on (B)(6) 2014 the patient experienced a hardware failure. Patient's mother attempted to reset the receiver and it did not resolve the issue. Patient's mother did not report any injury or medical intervention.

Manufacturer narrative:
(B)(4).